Manufacturer narrative:
The tip cover accessory was discarded by the site, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Event description:
It was reported that after the right side lymphectomy dissection was completed during a da vinci s hysterectomy procedure, arcing was observed on the tip cover accessory that was installed on the monopolar curved scissors (mcs) instrument. No patient harm occurred during the arcing event and the planned surgical procedure was completed.